Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted quicker than expected. Reportedly, the pump battery went from 80% battery life to 19% battery life in one day. Customer's blood glucose level was 184 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.